Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the fan cable assembly, fan, 70mm 6¿ on the front side would sporadically stop spinning. The fse disassembled and reassembled the fan and verified that the fan rotated freely during reinstallation. The fse performed several startups and long-term tests and the fault could not be reproduced afterward. The unit was returned to the customer and approved for clinical use.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a fan error detected. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4 g3, g6, h2, h11. Corrected fields: b5, e1 initial reporter name and mail ID, g2, g6 (investigation findings, component code).

Event description:
It was reported that routine check the cardiosave intra aortic balloon pump (iabp) had a fan error detected. There were no patient involved.